Manufacturer narrative:
Follow-up root cause: failure analysis on the returned cpu board shows that the cpu board was installed in an fi test ventilator. The ventilator was started up in normal ventilation and power cycled every 30 seconds for one hour. No errors occurred and no failure was found.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported there was no patient involvement.